Manufacturer narrative:
MFR rec¿d date 05jul2019 . Date of report rec¿d 26sep2019. The touchscreen was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer contacted technical support stating that unit had touchscreen failure. The customer reported there was no patient involvement.